Manufacturer narrative:
Analysis found pump/fluid path/reservoir access issues due to residue before internal decontamination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4) is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated they have brought the patient back in today for a refill (brought the patient back earlier for troubleshooting purposes) and they were still having difficulties aspirating and refilling the pump. Caller reported the managing hcp had used both a 5 ml and 20 ml syringe to pull back the drug. It was reported the expected volume was 6 ml and after 15-20 minutes of holding back negative pressure they had only been able to pull out about 2.5 ml. The hcp was not able to fill anything at all. It was noted they had used a 30 ml syringe as well as the 5 ml syringe and were unable to push anything in. The hcp was using fluoro so they knew they were in the pump. It was confirmed they were using the mdt refill kit and have checked the patency. It was reviewed to consider using a 5 ml syringe and force saline into the reservoir and reviewed consideration to do an x-ray to check the bellows. The reporter and managing hcp stated they would try that. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8551, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 408 mcg/ml of clonidine at 51.06 mcg/day, 40 mg/ml of bupivacaine at 5.006 mg/day, and 3 mg/ml of morphine at 0.375 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported it was reported that the hcp could aspirate the patient's pump, but could not fill it. According to the hcp, they were able to get all of the old drug out of the pump while performing a refill at the patient's house. The expected volume was 4.6 ml and the actual volume was 4.25 ml. The hcp then retrieved the new drug and was able to put in 14 cc, but could not get any more of the remaining 6cc of medication in. The hcp was using the refill kit with the "green hub" which reportedly felt as though it was not as secure and tight. The hcp believed that this is how the air got introduced. Proper needle orientation was confirmed and the mdt refill kit was being used. The hcp attempted locked valve procedure by holding negative pressure. The hcp stated that they had accessed the patient three times and now they were seeing a blood tinged serous fluid that has a tint of pink. The hcp confirmed that they were in the reservoir. The hcp was unable to get any fluid out of the reservoir and planned to follow-up with the patient's managing hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. It was reported per home infusion company, they were unable to refill the pump due to resistance. The hcp had the patient come into the clinic to do a refill under ultrasound. The hcp could only refill about 4cc before ¿hitting a cement wall¿. The pump was replaced (B)(6) 2019. The pump will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.